Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was awoken by her puppy when she had blood glucose of 28 mg/dl. Customer stated she treated for this, but declined to troubleshoot as it may have been due to medications. Customer also stated that her sensor was giving readings that were off from her blood glucose by as much as 100 mg/dl. She further reported that she would received a no delivery alarm on her insulin pump, which was resolved by a complete set change. Customer stated she had scar tissue. Nothing further reported.